Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur was vibrating. It was also reported that the event caused a short delay and no adverse consequences or medical intervention were reported. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting for device return to manufacturer.

Event description:
It was reported that during a surgical procedure, the bur was vibrating. It was also reported that the event caused a short delay and no adverse consequences or medical intervention were reported. It was further reported that the procedure was completed successfully.